Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the extraction screwdriver belongs to the vectra, vectra-t and vectra-one spinal fusion systems. This device is for use in removing screws from existing implants. The applicable technique guide was reviewed for the proper use of this instrument. Proper instructions and caution notes of potential breakage if not used correctly are included. This device is also used to remove screws of the anterior cervical compression system (accs), technique guide. One extraction screwdriver shaft was returned with the complaint that ¿while the surgeon was using the extraction screwdriver, the inner shaft instrument for the threaded tip of the extraction screw driver popped off inside the head/shaft of the vectra screw. This event occurred during the final adjustment to the trajectory of the vectra screw implant positioning. Surgeon chose to leave the fragment of the inner shaft instrument inside the screw.¿ upon inspection of the returned extraction screwdriver, the reported condition of broken shaft was confirmed. The returned inner shaft is missing a 3.5mm portion of the distal threaded end. Per the technique guide: ¿the extraction screw driver should only be used for screw removal; use of the extraction screwdriver for screw insertion may lead to driver and/or implant breakage. In conclusion, the reported complaint condition was confirmed. This occurred as a result of using the device for screw insertion, while the technique guide explicitly states it is not to be used for, or else this hazard may occur. The design of this device did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for an anterior cervical discectomy and fusion at levels c4-c5, while the surgeon was using the extraction screwdriver, the inner shaft instrument for the threaded tip of the extraction screw driver popped off inside the head/shaft of the vectra screw. This event occurred during the final adjustment to the trajectory of the vectra screw implant positioning. The surgeon chose to leave the fragment of the inner shaft instrument inside the screw. The surgery was completed successfully and no additional surgical time was added. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.